Event description:
It was reported that a spectrum pump had an inoperable keypad. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'keypad inop' was reproduced as the ok button not working. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the 'ok' button is not working. The keypad will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.